Manufacturer narrative:
Results: the catd was kinked approximately 37.0 cm from the hub. The catd was ovalized 50.0 thru 52.0 cm. The distal tip of the catd was ovalized. Conclusions: evaluation of the returned catd confirmed that the catheter was kinked. If the catd is forcefully advanced against resistance, damage such as a kink may occur. This damage likely contributed to the catd not producing aspiration during the procedure. Further evaluation of the returned catd revealed ovalization on the distal shaft and the distal tip. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Additional 510(k) #s that also apply to this complaint: k160533, k161523. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous fistula (avf) using an indigo system catd aspiration catheter (catd) and non-penumbra sheath. During the procedure, while advancing the catd into the sheath, the physician experienced resistance and noticed there was no flow through the catd with the aspiration turned on. Subsequently, while removing the catd to be flushed, the physician noticed the distal end of the catd was kinked approximately eight centimeters from the tip. The procedure was completed using a new catd and the same sheath. There was no report of an adverse effect to the patient.